Event description:
I washed my hands and put my right lens in with no issues. Once I put my left lens in, it was immediately painful. So, I pulled it out. The pain continued and I could feel an object in my eye. I thought it was an eye lash and tried flushing it with saline. It continued to hurt and the pain seemed to be getting worse. So, I got my mirror and looked for anything in my eye. I initially didn't see anything, so I decided to lift up my eye lid. I found a piece of green plastic. I continued to have a difficult time getting the object to come out and was about to go to the emergency room for assistance. It took me close to 20 minutes to get the object out. I believe the object was attached to my contact lens. My hands were clean and had nothing on them. The issue did not happen until I got to my second lens.